Event description:
It was reported that the device was in back-up mode with no hv therapy available. The device image revealed that the device underwent a por.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was confirmed in back-up mode. The device went into a power on reset. The reset was caused by excessive high current drain and low battery voltage. Further testing to isolate the cause of the high current drain could not be performed due to damage received in the testing process.